Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x gepd-7-7 of unknown lot number in this complaint was returned to cirl for evaluation without its original packaging. (B)(4) were all opened from this complaint. (B)(4) (3001845648-2021-00154) deals with the placement of the initial gepd-7-7 device with an incorrect wire guide. (B)(4) (3001845648-2021-00089) deals with the breaking of the initial gepd-7-7 device on removal due to the user error of the device exceeding the maximum 3 month indwell period in the patient. (B)(4) (3001845648-2021-00152) deals with the placement of another gepd-7-7 device with an incorrect wire guide to finish the procedure. Documents review including IFU review: prior to distribution all gepd-7-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the gepd-7-7 device could not be completed as the lot number is unknown. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ and in the precautions section ¿this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the stent it is likely that the stent would not receive the correct support as when a 0.035¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
In (B)(6) 2020 (exact date unknown): there was stenosis in the pancreas head. The stent was placed in the pancreas.on (B)(6) 2021: to remove the stent, the user grasped the stent with a snare (coldsnare, cs3-11523230 manufactured by mc medical) and pulled, but the stent broke at the section where the snare grasped. The separated part fell in to the duodenum and the user did not remove it or did not plan to remove it since he assumed it would be passed (excreted) in the stools. He placed another gepd-7-7 to complete the procedure. (B)(4) for the initial gepd-7-7 stent placed which broke on removal. (B)(4) for the initial gepd-7-7 (user error- wireguide) (B)(4) for the replacement gepd-7-7 used to complete the procedure (user error- wireguide)the patient did not experience any adverse effects due to this occurrence.<physician's comment> the wire loop of the snare device used to retrieve the stent was very thin, so I assume that the thinness of the snare loop could be a cause of breakage.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.